Manufacturer narrative:
Additional information: h11: the device was received for evaluation. During functional testing, the customer reported issue of "failed flow rate test" was confirmed as an over infusion. When flow testing was performed the device was found to deliver over 5% specification but within 10%. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the pressure plate travel out of adjustment. The pressure plate travel will be adjusted to address this issue. If this malfunction were to recur it would not lead to a death or serious injury since an over-infusion less than or equal to 10% is unlikely to cause or contribute to a serious harm, death, or serious injury. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed flow rate testing (the programmed rate, volume to be infused, and delivered amount was not provided). There was no patient involvement. No additional information is available.